Manufacturer narrative:
The problem could not be traced to a component failure, problem not found. We are unaware about operator injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.